Event description:
Article alleged: although not directly observed, it was speculated that hemolytic reactions were caused by kinked blood lines when, upon completion of 4 hours of dialysis treatment, complaints of abdominal pain, weakness, nausea, gi bleed, and shortness of breath dic were expressed by pt complaint if this nature were investigated under fir 93015. Also catalogue #0392035 under same complaint.